Manufacturer narrative:
The unique device identifier for this device is (B)(4). The event was reported to have occurred in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a one-link catheter extension set was ¿fused¿. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing and leak testing were performed with no issues noted. Functional testing was then performed, and failed. The two piece luer lock assembly did not engage to the male luer lock adapter. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.